Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint could not be confirmed. Seventeen (17) unopened packages of ar-7242 were received for investigation. The complaint device was not returned for evaluation (image 1). The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse of the device due to damage to the device.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that while the surgeon was using an ar-7242 fiberwire, the needle was rounded or dull and it is difficult for the surgeon to use as it doesn¿t cut through tissue very well. This was discovered during use in a chevron osteotomy on (B)(6) 2021. The case was completed with a new ar-7242.